Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime during the prime test due to faulty force sensor system. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and broken pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The mother stated that the motor error occurred 3 times today and twice yesterday. The customer stated that the pump was not dropped or bumped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.